Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had ¿fallen on the bottom¿, and afterwards the battery was broken and telemetry was not possible. The ins was explanted. It was reported that there were no patient symptoms or complications associated with the event, and the patient status at the time of the report was alive with no injury.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed no significant anomaly and that the battery was at reduced capacity due to overdischarge. The ins was last recharged on 2013-(B)(6) with an end voltage of 3.74 volts. The device went into lock mode on 2013-(B)(6) and was not recharged again until it was received for analysis on 2013-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.